Event description:
An insulation breach was observed in fluoroscopy. The conductor cables were seen outside of the lead body.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported anomaly was confirmed in the laboratory. Analysis found insulation abrasion at 7.7cm to 11.0cm from the distal end and the rv cables were damaged. The ptfe coating of one to the rv cables was abraded at the same location.